Manufacturer narrative:
Although according to the hospital there are no negative clinical effects for this patient due to this issue, a risk to the patient's health could not be excluded for these specific circumstances, since the biopsy was taken in another region of the brain than intended. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a f/u report to the FDA upon completion of investigation.

Event description:
A cranial biopsy was planned to be performed with the aid of the brainlab cranial navigation system. During the procedure, the surgeon: performed a registration to match the virtual display of preoperative scans to the current patient anatomy, verified the accuracy of the registration with a satisfying result, draped the patient and begun with the actual surgery, and obtained several biopsy samples with the aid of the brainlab navigation. The tissue obtained with this biopsy had been determined to be normal brain tissue, not the intended tumor tissue. For investigation of the surgery result, the hospital fused the postoperative patient scan to the preoperative plan and detected a shift of about 10 mm between the intended and the actual biopsy region. According to the hospital there have been no negative clinical effects for this specific patient due to this issue, although the surgeon performed the biopsy in another region than intended.